Manufacturer narrative:
Additional information related to a material and/or lot number was received. Photo evaluation only: the complaint of a cracked luer adapter was confirmed; however, the root cause could not be determined from the photograph. The photo showed a pink adapter from a 20g nexiva device. A longitudinal crack was observed in the adapter. The sample exhibited evidence of use. Adapter damage can occur during the manufacturing process or during clinical application. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. No other similar complaints were reported from this lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. D. Batch number [3038463] was not found for material number [383517] and was removed from this MDR.

Event description:
It was reported that bd nexiva hub/luer connector cracked. The following information was provided by the initial reporter, translated from chinese to english: 24 hours after implantation in the emergency department, when flushing the tube, the luer connector was found to be cracked. A green claim is required. No complaint reply letter or acceptance letter is required.